Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a faradrive sheath a "gel-like substance" was seen on the dilator tip. After the dilator was inserted through the sheath the user noted the substance on the tip of the dilator. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected which no defects. Next, the sheath was functionally testing, and it was confirmed that its steering and deflection functioned as intended. The foreign material was returned with the sheath and when analyzed it was found to be a manufacturing aid for drilling the device's tip. Based on all available information the cause of the event was determined to be manufacturing deficiency as it was a manufacturing aid.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a faradrive sheath a "gel-like substance" was seen on the dilator tip. After the dilator was inserted through the sheath the user noted the substance on the tip of the dilator. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received for analysis.